Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2020-00621. It was reported that the patient experienced ineffective stimulation. The patient was reprogrammed multiple times to no avail. As a result, the patient underwent surgical intervention during which the leads were repositioned on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received that the patient has effective therapy.